Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling.

Event description:
It was reported that on (B)(6) 2014, a 3.0x15mm xience xpedition stent was implanted in the proximal left anterior descending (lad) coronary artery, 80% stenosed lesion. On (B)(6) 2015, the patient was hospitalized due to worsening chest pain and chest distress over the past 2 days. Medication was provided. On (B)(6) 2015, per angiography, the proximal and mid lad was severely stenosed. A non-abbott stent was implanted in the proximal to mid lad. On (B)(6) 2015, the patient was discharged from the hospital. On (B)(6) 2016, the patient was hospitalized due to repeated chest pain for 10 days. Troponin was elevated and the electrocardiogram displayed t wave inversion. Per angiography, on (B)(6) 2016, the mid lad was completely occluded. Balloon angioplasty was performed in the lad as treatment. Blood flow improvement was observed. The patient recovered well. On (B)(6) 2016, the patient was discharged from the hospital. There was no additional information provided.